Manufacturer narrative:
(B)(4). The device was received with the I-blade upper tip broken off returned. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotics assisted laparoscopic prostatectomy, a snapping sound was heard during use, then, the jaws became not to close. The blade tip was not broken off and the broken piece fell into the patient. It was removed with a forcep. The broken piece will be returned. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.